Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow button was intermittently responsive. He stated that when he was trying to increase the units of insulin for a bolus, the up arrow button was not always responding to button presses. The patient stated that he would go back to main menu to try again and stated that the ok keypad would respond. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact with no signs of damage. Testing confirmed that all of the keypad buttons were responding to button presses and were functional. The keypad was removed and no button contact defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.